Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 6 events were reported for this quarter. Product return status: 5 devices were received for evaluation. 1 device was available for evaluation but has not yet been received. Evaluation status: 3 events were confirmed during testing. 2 devices were found to be affected by compromised lubrication. 1 device was found to be affected by corrosion. 1 event was not confirmed during testing; however, the device was found to be affected by corrosion. 1 event was not confirmed during testing. Additional information: 6 devices are not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes malfunction events in which the device reportedly overheated. 2 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 6 total events were initially reported. 1 previously reported event is included in this follow-up record. Product return status 1 device was received.   Evaluation status 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by corrosion.   Additional information 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device reportedly overheated. 2 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.